Manufacturer narrative:
The drill was received by the MFR, however, the overheating failure could not be replicated. For preventative maintenance purposes, a bearing, motor and press plug were replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece was overheating prior to a procedure. There was no user injury reported and backup equipment was available. There was no pt involvement and no allegations of adverse consequences associated with this event.